Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a transcatheter bioprosthetic heart valve was successfully implanted, with a reported device migration and an unspecified unplanned vascular surgery or intervention occurring during or after the implant procedure. Two units of red blood cells/whole blood were transfused. It was reported that the device was either recaptured or retrieved on the fourth day post-implant. There was no specified intervention and no report of another device being implanted, which suggests that either an unspecified intervention with the same device occurred four days post-implant, or the device recapture/retrieval was associated with device migration during the initial implant and was incorrectly dated. The patient¿s pre-discharge transthoracic echocardiogram (tte) showed moderate aortic insufficiency (ai) and a moderate paravalvular leak (pvl). A tte during follow-up two months post-implant showed continued moderate ai and moderate pvl with no subsequent adverse patient effects reported.

Manufacturer narrative:
Tvt registry the information was received via a third-party post-implant registry (the society of thoracic surgeons/american college of cardiology transcatheter valve therapy (tvt) registry ) in a de-identified format, including only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted and has not been returned for analysis. (B)(4).